Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. Unit received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched display window, cracked case near display window corners, battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer experienced a high blood glucose level of 500 mg/dl. He also received a motor error alarm. The customer corrected his high blood glucose level with manual injections. The product was returned. Nothing further to report.